Event description:
It was reported to philips that system was shutting down during cases. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned coronary non-emergency treatment was continued when the issue happened. The procedure got delayed and later completed by restarting the system. The philips field service engineer (fse) visited onsite and confirmed the system was shutting down during cases. Upon troubleshooting fse found there was no fault found with the allura system, and the only fault found was with the third-party ups battery. To resolve the issue, fse removed the power monitor, and the customer will replace the batteries in the ups. After removing the power monitor, the system returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Third-party ups failures may occur that can cause the allura system shut down. This scenario includes situation in which is related to the third-party ups problem and this ups is not a part of the philips component. Since the malfunction of third-party ups battery would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.